Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and the side port was broken/cracked. During the procedure, the vizigo was physically damaged during the procedure. The valve broke while inserting the dilator into the sheath. They replaced the sheath and the procedure continued. No patient consequence reported. Additional information was received. The section where the issue was observed was the side port (stopcock/three-way valve). It was broken/cracked. The hemostatic valve was not dislodged inside nor outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. A new one was pulled.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. During the procedure, the vizigo was physically damaged during the procedure. The valve broke while inserting the dilator into the sheath. They replaced the sheath and the procedure continued. No patient consequence reported. Additional information was received. The section where the issue was observed was the side port (stopcock/three-way valve). It was broken/cracked. The hemostatic valve was not dislodged inside nor outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. A new one was pulled. The biosense webster, inc. Product analysis lab received the device for evaluation 28-apr-2025 and per the evaluation completion on 19-may-2025 observed the hemostatic valve and the friction ring were dislodged from the brim cap. The bwi product analysis lab became aware of the hemostatic valve and the friction ring dislodged from the brim cap on 19-may-2024 and have also assessed this returned condition as reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and functional tests of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve and the friction ring were dislodged from the brim cap. Further analysis under image magnification showed stress marks on the valve. No anomalies were observed on the stopcock/three-way valve or any other component. A guidewire was introduced through the stopcock/three-way valve to check any occlusion: no issues were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The side port issue reported can be confirmed, as the hemostatic valve failure may be associated to the event reported. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).